Event description:
Customer reported that the insulin pump was exposed to moisture. Customer stated that he went swimming with the insulin pump and forgot to take it off. The screen did go blank a couple times but it was not right after the fluid exposure and did not stay blank. Customer stated he has received some no delivery alarms. Blood glucose value was in the 200 mg/dl range. Customer was unable to complete troubleshooting for no delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.